Event description:
Additional information received clarified that the patient's implantable neurostimulator (ins) was replaced 3 weeks after implantation due to what was reported as "inconvenience" for the patient. It was noted at the lead replacement surgery that there was blood inside the connector port of the ins. The lead was pulled out of the ins and was checked which showed it was okay. The patient outcome was reported as "okay." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the stimulator revealed no significant anomaly.

Manufacturer narrative:
The initial MDR was filed as mfg. Report # 3004209178-2012-04613. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during a lead replacement, the physician saw some liquid in the silicone part of the neurostimulator where the leads were connected. Post-operative impedance measurements were normal, however, the patient began experiencing electric shocks, starting on (B)(6). The hcp planned to replace the neurostimulator. It was noted that the patient outcome was ok. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.